Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer 5.1 displayed a device not detected on bus error. The customer attempted to restart the station and tried to recover the drawer; however, the problem persisted. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-dec-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 5.1 was not detected on bus. A field service engineer (fse) found that all cubies in auxiliary drawer 2, full height 5 were not detected. All cables were reseated, and the cubie contact bases and trays were cleaned. The system was restarted with no further issues observed. The drawer passed hardware test application, and the customer technician tested the drawer and reported no problems. The system functioned as intended after the field service engineer repaired the device.